Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown); sigpshell, sig power sigpshell control shell, (lot # unknown); sigadaptshort, sig power sigadaptshort lin short adapt, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a gastrojejunal bypass, during gastrectomy, the device had a firing issue. The surgeon did not touch t he green button, but when the surgeon pressed the bottom of the center control, the powered stapler fired. Subsequent reloads were used without issues. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: e1 (facility, address, phone <(>&<)> fax number), e4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection and functional testing noted no notable findings related to the reported condition. It was reported that during a gastrojejunal bypass, at the time of the gastrectomy, the surgeon did not touch the green button, yet the powered stapler fired when the bottom of the center control was pressed. The reported issue could not be confirmed. The most likely cause could not be determined. The evaluation detected an unreported condition of partial fire that had no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.